Manufacturer narrative:
During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round spectrum 425cc saline breast implants which the left side deflated and there was issue with bilateral breast deformity after implantation. The patient seen by doctor for left side deflation. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3503001bc, serial number (B)(4), and left replaced with catalog number 3503001bc, serial number (B)(4) on (B)(6) 2019. This report is for the right side.